Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that during cleaning, after a navio procedure, it was discovered that the black outer sheath of the motor device was pulled out from the handle, causing the wires to be exposed in the cord. During in-house engineering evaluation, it was observed that the device generated heat and the cord was damaged. It was further determined that the device made an excessive noise, and had a component damage and exposed wires. It was further determined that the device failed pretest for visual assessment, noise assessment and handpiece temperature assessment. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.